Manufacturer narrative:
Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant agreed that a micro-perforation was possible. An x-ray had been taken and no anomalies were noted. An echocardiogram was also performed and no effusion was found. The physician noted that a revision procedure may be performed on either one or both leads. A local area sales representative reported a non-invasive program stimulation (nips) procedure was performed and the physician decided that a lead revision procedure was no longer necessary. The impedance and threshold measurements had improved and were stable. The patient reported no further discomfort and the physician will continue to monitor the patient. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that two days after the implantation of these right ventricular (rv) and right atrial (ra) leads, the patient was seen at the clinic and complained of feeling pain. It was noted that the rv threshold measurements had increased. The patient was seen again and reported feeling fine. However, the threshold and impedance measurements on the ra lead had increased. The impedance measurements on the rv lead had decreased and the threshold measurements had drastically increased. The physician suspected a micro-perforation. No additional adverse patient effects were reported.